Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen for a routine follow-up. Soundfield testing completed on that day showed elevated thresholds on the left side and in situ measurements showed affected channels. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a routine follow-up and soundfield testing completed on that day resulted in elevated thresholds on the implanted left side. In situ measurements show affected channels. No changes in hearing were reported by the child, however the child has developmental delays. The recipient will be re-implanted.